Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy with ureteral stricture dilation procedure. According to the complainant, during the procedure, the balloon would not inflate and the dye was leaking out from the inside of the patient. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "fine".

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy with ureteral stricture dilation procedure. According to the complainant, during the procedure, the balloon would not inflate and the dye was leaking out from the inside of the patient. Attempts have been unsuccessful to determine the inflation pressure that was reached. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "fine".

Manufacturer narrative:
Visual and tactile evaluation of the returned device revealed no defects to the shaft of the device. The device was attached to an encore inflation unit and an attempt was made to inflate the balloon to its rated burst pressure (rbp) when a leak was noted. Microscopic examination of the balloon observed a longitudinal tear located 5mm proximal to the tip of the device and extended 40mm proximally.